Manufacturer narrative:
Concomitant medical products: w2dr01 ipg, implant date (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine replacement, the right atrial (ra) lead exhibited undersensing of p waves and high undefined impedance. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.